Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "concern with the product" against right device. The device remains implanted.

Event description:
Healthcare professional reported, "deflation". And "concern with the product" against right device. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identified, sharp opening in the posterior and broken sharp in the plug strap. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is: an opening sharp in the posterior side assessed, as unidentified (tear) opening. A broken sharp in the plug strap side assessed, as unidentified (tear) broken.